Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is not picking up that a sensor is attached and the pump is indicating that the sensor is at the end. Customer also indicated that a no delivery alarm was received. Customer does not recall any significant events leading to the error, except that she jumped in the pool with the pump and sensor on her body. Customer's blood glucose was 131 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction.